Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery jumped from 100% to 50% to 5% suddenly. Subsequently, the pump shut off due to the battery issue. The customer's blood glucose was in the 400s mg/dl with moderate ketones. Reportedly, the customer's healthcare provider identified the ketone level as life threatening. A manual injection was administered to address bg. Reportedly the customer had manual injections as alternate insulin therapy.